Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml; 5 mg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2018. It was reported the patient experienced signs and symptoms of withdrawal. A dye study was performed and were unable to aspirate the catheter. The patient was to be covered with oral opioid medication for withdrawal symptoms until the surgery can be scheduled for a catheter revision. Patient status was alive-no injury and the issue was not resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a total replacement of the catheter and pump on (B)(6) 2018. There were no further complications reported at this time.